Manufacturer narrative:
D4 - the UDI number for this product code/lot number combination is not required. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the progreat device during a procedure. Follow up communication with the user facility confirmed the following information: (1) during a pelvic embolization the micro catheter disintegrated into distal; (2) the device broke in the patient; (3) the customer reported the device as stretched, complete rupture of the external wall; (4) the breakdown was observed at withdrawal; (5) the fragments have remained solid, not completely detached allowing to recover the device as a whole; and (6) the patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the outer layer had been fractured. One fractured end located at approximately 138mm and the other end at approximately 148mm from the distal end of the device. Exposure of the inner layer and the reinforcement between the two fractured ends was also noted. Magnifying inspection of the segment around the fractured ends of the outer layer revealed the shaft had been elongated on approximately 117mm - 152mm from the distal end of the device. The edges of the fractured outer layer were found to have been diminished. Magnifying inspection of the edges of the fractured outer layer found shapes fitted with each other. Electron microscopic inspection of the elongated segment revealed the presence of some abrasions on the distal part of the elongated segment. The hydrophilic coat was stained on the elongated segment and on the segment around the elongated segment. Then the state of the stained hydrophilic coat of the actual sample was compared with that of the current product sample with the elongation of the shaft simulated on it beforehand. Both were confirmed to be comparable with each other. On the rest of the device the hydrophilic coat was confirmed to be in the intact state. The outside diameter of the shaft on the undamaged section was determined to meet manufacturing specification. Simulation testing was conducted. A current progreat sample with the accompanying guide wire inserted in it was trapped at approximately 100mm from the distal end of the device with forceps. In this state, with the proximal shaft fixed, it was subjected to an instantaneous tensile force. As the result, the shaft became elongated on approximately 100mm - 122mm from the distal end of the device with the generation of a fracture on the outer layer and the exposure of the inner layer and the reinforcement on approximately 105mm - 121mm from the distal end of the device. The edges of the fractured outer layer were found to have been diminished. There is no evidence that this event was related to a device defect or malfunction. While an exact cause of the reported event cannot be definitively determined based on the available information, the following scenario was inferred. The actual sample came into contact with a hard object and trapped by it. In that state, it was subjected to an instantaneous tensile force when the shaft became elongated starting at the trapped point on approximately 117mm - 152mm with the generation of a fracture on the outer layer and the exposure of the inner layer and the reinforcement on approximately 138mm - 148mm from the distal end of the device. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "if any resistance is felt, do not remove the micro catheter system by force. Withdraw the catheter carefully together with the guiding catheter. Removing the catheter by force may result in the catheter breakage/separation, which may necessitate retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.